Manufacturer narrative:
As the entire product was not received for eval the exact cause of the condition reported could not be determined. The portions of the product which were returned were evaluated with no abnormalities observed.

Event description:
The device was used during a laparoscopic nissen procedure. Reportedly, the instrument broke and a component disengaged into the patient's cavity. The surgeon applied another device to complete the prodecure. The hospital has reported no patient injury occurred.